Event description:
It was reported that intermittent occlusion alarms occurred. Customer self troubleshot and determined that the blockage was in the cartridge. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.